Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 600 (mg/dl). Reportedly, customer ate too many snacks for their birthday. Customer administered a correction bolus with the pump to treat bg levels. Recommendation was made to contact health care provider and tandem technical support for future elevated bg events.